Event description:
It was reported by the patient that she underwent an anterior pelvic floor repair procedure. Shortly thereafter, the patient developed dyspareunia and a vaginal exposure of the mesh. The patient also reports difficulty lifting objects. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/17/2008. Mesh exposure occurred - conclusion - should additional information be obtained, a supplemental 3500a form will be submitted accordingly.